Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.

Manufacturer narrative:
During investigation for an unrelated issue a reportable malfunction was found. The monitor displayed a service code 110. The cause for the failure was isolated to multiple component on the defibrillator board and computer/analog pca were damaged. The root cause for the damage components could not be positively identified. No adverse event resulted from the damaged monitor.